Manufacturer narrative:
As a result of the inspection, the reported event couldn't duplicate. But the inspection found that the handpiece generates abnormal noise during operation. During the inside inspection found some parts, such as bearings, have deteriorated due to rust and dirt. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the handpiece had an unusual vibration during rotation. On follow up it was reported that vibration occurred during the procedure. There was no patient or staff impact.